Manufacturer narrative:
No samples were received for investigation of pr 11972822, in which the customer has stated: "there was a blood leak during use." The product in use at the time is reported to be a 2000e7d. Further information from the customer has stated that the blood leak was noticed after the vein valve was inserted and blood was taken by bd vacutainer from smartsite. And the product was stored in temperature controlled warehouses. Moreover, there was no physical damage or deformity observed at the point of leakage. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that accessing the smartsite piston with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only, and should only be accessed with a needle in an emergency situation. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
No additional information

Event description:
It was reported that the bd alaris smartsite needle-free valve leaked. The following information was provided by the initial reporter: a notification was made that there was a blood leak. During use. When I talked to the user, I learned that they took blood from the vein valve with vacuum blood collection tubes. Since they were able to obtain blood from the other brand of vein valve with a needle, they continued the same procedure with the bd smartsite. Additional information received from the customer: was patient or user harmed? If yes, please explain. = no. Was additional medical intervention/medication required? If yes, please explain. = no. Please provide the batch number if possible? = it is not possible; the products were sent to the warehouse for use by other clinics and we do not know which lot the product is. Please confirm how many 2000e7d products have been confirmed as defective? = unknown please confirm if any syringe was accessed with smartsite? If yes, please provide details of the syringe used to access the smartsite? (Brand/manufacturer, model, etc.) = blood was collected with bd vacutainer from smartsite. Please confirm when the reported defect was identified, i.e., during priming, or during an infusion = it was noticed after the vein valve was inserted and blood was taken. If during an infusion, please confirm how long the infusion had been running = not during infusion. Please provide photographs of the defective smartsite if possible = unfortunately no photographs. Please provide details of the storage conditions prior to use i.e., where are the products stored? Is the area temperature controlled? = in temperature controlled warehouses. The warehouse temperature is also at room temperature. Please confirm if any physical damage or deformity was observed at the point of leakage? = not observed. Was the user present and able to intervene at the time of the incident? The user was there and was able to intervene.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.